Manufacturer narrative:
(B)(4)

Event description:
It was reported that "there were two 20cm tl cvc its that had a defective introducer needle. The needle had a slit in it." There was no patient involvement. Associate MDR numbers include: 9680794-2026-00145.

Event description:
It was reported that "there were two 20cm tl cvc its that had a defective introducer needle. The needle had a slit in it." There was no patient involvement. Associate MDR numbers include: 9680794-2026-00144 and 9680794-2026-00145.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.